Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a white display upon boot-up. A white display can be indicative of a device lockup condition that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report indicates: code # 2645 - na. Code # 1198 - unlabeled. The customer provided physio-control with a video that shows the device with a white display, thus verifying the reported issue. The device was then returned to physio-control for evaluation. Physio-control extensively tested the device but was unable to duplicate the reported issue. Physio-control then made other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined. The initial medwatch report should indicate: code # 2645 - na code # 1198 - unlabeled the customer provided physio-control with a video that shows the device with a white display, thus verifying the reported issue. The device was then returned to physio-control for evaluation. Physio-control extensively tested the device but was unable to duplicate the reported issue. The device was damaged during testing and was unable to be further evaluated. The device was retained by physio-control. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The customer provided physio-control with a video that shows the device with a white display, thus verifying the reported issue. The device was then returned to physio-control for evaluation. Physio-control extensively tested the device but was unable to duplicate the reported issue. Physio-control then made other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a white display upon boot-up. A white display can be indicative of a device lockup condition that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.